Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device had capacitor issues. The device was evaluated by a philips rse and it was confirmed that the therapy capacitor needs to be replaced. The customer replaced the therapy capacitor, and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.